Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra blue test strips were damaged. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the second weekend of (B)(6) 2012. The patient manages her diabetes with an insulin pump (type not specified). Is it not known if changes were made to the patient's usual diabetes management routine. A few hours after the alleged issue, the patient claims she felt nervous. The patient was unable to continue testing. On the morning of (B)(6) 2012, several days after the alleged issue, the patient obtained a blood glucose result of "380 mg/dl" with another device. A home health nurse administered the patient insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the patient no longer had the lfs products available. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k043197.